Event description:
The customer reported that the wrong energy was being delivered (300 delivered 361). No pt involvement or adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the wrong energy was being delivered (300 delivered 361). No pt involvement or adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.